Event description:
This device was returned with oos documentation from biotronik representative brad young. The physician initiated a pocket exploration due to increased shock impedances. The physician checked the leads and reattached the leads to the device. When the physician decided to change out the device, he could not unscrew the rv lead from the device. The lead was capped and replaced with another linox sd 65/18. The proximal portion of the lead was returned with the lumax device. System reported: lumax 340 hf-t, MDR 1028232-2008-00005.